Event description:
Customer called to report that the insulin pump alarmed button error. Customer also reported a cracked screen. Customer's blood glucose reading was 507 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump was received with a cracked display window, cracked case at the display window corners and a cracked reservoir tube lip.